Event description:
It was reported that this device was returned for repairs and was defective. Event details were unknown and not available. Evaluation of the device later found that the motor speed was unstable. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Review of the most recent repair record determined a hinge gasket was missing, the ball bearing was corroded, motor speed unstable, reciprocating arm and ball bearing worn, and the unit was out of calibration and the ball bearings, reciprocating arm, hinge gasket, motor, and sleeve were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.